Event description:
It was reported that a pump displayed a malfunction code, identified as malf 24, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to switch to multiple daily injections as a backup therapy and was sent a replacement pump with updated software.